Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD) the model and serial number were displayed, however the patient name as not. Boston scientific technical services (ts) discussed the programmer likely had older software than the device. No adverse patient effects were reported.